Event description:
It was reported that a patient implanted with a spinal cord stimulation (scs) system passed away. The cause of death has been determined to be unrelated to the device. No additional information has been obtained, and no further adverse events have been reported.

Manufacturer narrative:
Follow up 001: additional information. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 19492581. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 19492581. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318. Batch/lot number: 19152080. Model/catalog description: clik x anchor sterile kit. Unique identifier (UDI) #: (B)(4). Block b3: the patient passed away approximately two weeks prior to the date on which the manufacturer became aware.

Manufacturer narrative:
Block b3: the patient passed away approximately two weeks prior to the date on which the manufacturer became aware.

Event description:
It was reported that a patient implanted with a spinal cord stimulation (scs) system passed away. The cause of death has been determined to be unrelated to the device. No additional information has been obtained, and no further adverse events have been reported.